Manufacturer narrative:
Visual inspection of the returned device confirmed the coupler is broken. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine the specific cause of the damage; however the device was manufactured in 2007 so it may have been in service for quite some time. It is recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. There are no reasons to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the surgery was extended by 40 minutes after the offset coupler broke.